Event description:
A reported incident involving primary set, secure lock, 100 inch with possible lot number 14530243. It was reported that the leaking from blood set. There were no reported patient involvement and patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.